Event description:
The customer reported that there was bleeding amounting to 200-250cc from the short gastric vessels after an attempted seal of the device. A clip applier and endo stitch were used to control the bleeding. It is unknown if end tones were heard. However, no regrasp alarms were heard.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.